Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house test system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips opened and closed properly. The instrument passed the bumper test and needle handling test. No gripping issues were observed. Additionally, the instrument was found to have the main tube broken. A piece measuring approximately 0.301¿ x 0.15¿ was not returned with the instrument. The root cause is typically attributed to mishandling/misuse. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause is attributed to a component failure. The instrument was also found to have various scratch marks removed on the main tube. The scratch marks were 0.102¿ ¿ 0.170¿ in length and were not aligned with the tube axis. The root cause is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log for the cadiere forceps instrument (pn 471049-08 / lot # n10210628-0126) associated with this event was performed. Per logs, the instrument was last used on 21-jan-2022 on system sl0740 for a pulmonary lobectomy procedure. The instrument had four uses remaining after last use. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument had a grip issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 22-mar-2022 and obtained the following additional information: the incident was a grip failure. No patient harm or injury has been reported.